Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with manual insulin injections. The customer reported no delivery alarms from the insulin pump. The customer declined to troubleshoot and believes that there is an issue with the insulin pump and would like to have it replaced. The customer was also advised that there might be a possible site issue for the infusion set of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.